Event description:
During labor when the needle and introducer were penetrated into the woman's back, the patient felt strong pain of contraction and moved. The anesthetist did not feel resistance from the needle when pulling it out, but when it was out he noticed that 2.5cm was left inside the body of the women. According to the anesthetist the needle did not reach the spinal canal. The patient was taken for ultrasound and CT after the delivery, the needle was not detected.

Manufacturer narrative:
Evaluation summary: one used unit of whitacre spinal needle set 27gax31/2 and 1 unopened unit of whitacre spinal needle set 27gax31/2 were returned. On visual inspection of the used returned sample, it was noticed that approximately 2.5 cm of the cannula was missing. Also cannula is bent at the level of the break was noticed. If the cannula is bent and re-straightens up it can get broken. On visual inspection of the unopened returned sample no defect is noticed. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies related to the defect were noted. Quality will continue to monitor on monthly trend reports.